Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "when we press start, the pump immediately goes to a downstream occlusion error" was not reproduced. Evaluation sent device to flow lines for downstream occlusion testing and it passed. A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor calibration out of specification. The force sensor scale factor required to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump immediately went to a downstream occlusion error when pressed start during delivery in the obstetrics department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.